Event description:
It was reported that the patient had an advance xp sling implant but was still incontinent. A surgical procedure was performed in which an artificial urinary sphincter (aus) was implanted. No patient complications were reported. No further information was provided.